Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that it was red and hot around the battery incision. The patient's body temperature is elevated and there was a suspected infection, so the patient went to the emergency department. The patient is on IV antibiotics. The issue has not resolved; however, the health care professional has no further information regarding this event.